Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component met specification. It can be concluded that the manufacturing of the implant was unlikely to cause the adverse event. The sales representative stated that the surgeon stated that the surgical tech most likely did not impact the stem into place hard enough.

Event description:
The patient's implanted tibial stem component loosened.